Manufacturer narrative:
(B)(4). Concomitant medical products: cement cat#: 619501010, lot#: 605ba949kw, stryker persona ve articular surface left ef 6-9 cat#: 42-5124-007-12 lot#: 63331925. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised two years after initial knee procedure due to loosening.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the x-rays showed loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the x-rays show radiolucency is present and could suggest loosening. Review of operative notes show that no intra-operative complications were reported. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.